Manufacturer narrative:
This report is submitted on 10 january 2020.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, subsequently the device was explanted on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted june 12, 2020.